Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery twice. Customer's blood glucose level was 403 mg/dl. The site was bleeding. The infusion set cannula was bent. The customer's mother attempted to treat her blood glucose level with the insulin pump but it alarmed no delivery. The device was not returned.